Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. After stent implantation, a 2.75mm x 12mm nc emerge balloon catheter was advanced for post dilation. However, during the third inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.